Event description:
The customer stated that she received a blood glucose reading of 500 mg/dl. She retested within a minute and received a reading of 168 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Troubleshooting showed the system to be operating as designed. The customer was satisfied, and no product will be returned for evaluation.